Event description:
The customer contacted physio-control to report that their device had powered off by itself four times when monitoring a patient. The patient was being monitored during transport with an ambulance. The customer also reported that no defibrillation shocks were required during the reported event. There was patient use associated with the reported event however, details about the patient and the patient outcome were not provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not reproduce the reported failure. The device was extensively tested, but no discrepancies were observed. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Supplemental medwatch 002 indicates: 3015876-01/04/2017-001c. Supplemental medwatch 002 should indicate: 3015876-01/06/2017-001c.